Event description:
Customer reported receiving noticeably different results within a 10 minute timeframe on her locked freestyle flash meter. Though the results when plotted on the parkes error grid were not deemed clinically significant, during the course of the investigation on the returned meter, it was discovered the device had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is comfirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.